Event description:
It was reported that after one successful lesion, a "p02 - occlusion detected" error appeared on the metriq pump when attempting to resume ablation. The physician decided to cancel the procedure due to its duration. During an atypical flutter ablation procedure to treat atrial flutter, an intellanav stablepoint catheter was used. After one successful lesion, a "p02 - occlusion detected" error appeared on the metriq pump when attempting to resume ablation. Subsequently, the catheter was removed from the body and purged, with no occlusion noted, and standby flow resumed. The catheter was then reinserted, but the same error occurred when ablation was attempted again. The physician decided to cancel the procedure due to its duration. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after one successful lesion, a "p02 - occlusion detected" error appeared on the metriq pump when attempting to resume ablation. The physician decided to cancel the procedure due to its duration. During an atypical flutter ablation procedure to treat atrial flutter, an intellanav stablepoint catheter was used. After one successful lesion, a "p02 - occlusion detected" error appeared on the metriq pump when attempting to resume ablation. Subsequently, the catheter was removed from the body and purged, with no occlusion noted, and standby flow resumed. The catheter was then reinserted, but the same error occurred when ablation was attempted again. The physician decided to cancel the procedure due to its duration. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav stablepoint catheter was visually inspected, and no visual damage was observed. Functional testing revealed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when the device was actuated. During flow testing, the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. With all available information, the reported complaint of "message- occlusion detected" could not be confirmed as the reported failure was not able to be reproduced, and the device presented with no issues.